Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2025, hardware was removed on (B)(6) 2025 due to nonunion and pain. The dorsal speedplate had backed out. There was no loss of correction and the patient only experienced pain when palpating dorsal side of foot. The patient also had an asymptomatic nonunion, for which the surgeon prescribed vitamin d and a bone stimulator. No other patient outcomes were reported as a result of this event. An update from the surgeon indicated the patient is doing very well and very happy with the results. Removal of the two speedplates resolved the patient's dorsal pain. The surgeon was unable to determine the cause of the nonunion but attributed the dorsal pain to the backed out dorsal speedplate. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. A number of factors could have contributed to what was reported and although the most likely cause cannot be determined based on the available information and without return of the device, it is possible initial placement and/or post-operative activity of the patient led to loosening of the hardware. The company will supplement this MDR as necessary and appropriate. Additional tmc device explanted in the same revision surgery was reported in 3011623994-2025-00143.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2025, hardware was removed on (B)(6) 2025 due to nonunion and pain. The dorsal speedplate had backed out. There was no loss of correction and the patient only experienced pain when palpating dorsal side of foot. No other patient outcomes were reported as a result of this event.